Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The results from the meter were 6.2 inr and 1.9 inr at 7:29 pm. The therapeutic range was 2.5-3.5 inr. The customer tests 2-4x per month.